Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient felt their heart rate increase to about 90-100 beats per minutes (bpm) when standing up. Boston scientific technical services (ts) was consulted and suggested to reprogram the respiratory rate response. This device remains in service. No adverse patient effects were reported.